Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to ischemic bowel issues and low blood glucose. The cause of death was due to ischemic bowel issues. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was 30 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing, as they were experiencing low blood glucose. The customer was not using sensors. The caller stated that the customer's colon died. The caller declined to return the insulin pump for analysis.